Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to blank display. Device received with cracked case at lcd window corners and battery tube threads. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device shut off without warning. Customer's blood glucose was 430 mg/dl. Battery cap contacts were not missing or damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.